Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge fse evaluated the iabp unit and noticed pinched tubing during demand preventative maintenance. The fse realigned the tubing into the proper position and tested it. The iabp unit auto-filled successfully and was cleared for clinical use.

Event description:
It was reported that an autofill failure occurred on the intra-aortic balloon pump (iabp), during preventative maintenance (pm) by a getinge field service engineer. There was no patient involvement, thus no adverse event was reported.